Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision for broken rods - dr (B)(6) private (B)(6) 2018. Primary implant date: (B)(6) 2015 dr (B)(6) private. On 1st revision (B)(6) 2016 cf 5098185/(B)(4). On 2nd revision (B)(6) 2016 cf 5098188/(B)(4). On 3rd revision (B)(6) 2016 cf 5098030/(B)(4). On 4th revision (B)(6) 2018 patient re-operated on to replace bilateral broken rods and loosening of 3 screws in lower section of construct l4- pelvis, below inline connectors. All set screws,rod connectors,three larger diameter screws and two rods replaced replace below connection point of upper construct. (B)(6)

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: health effect - impact codes added to complaint. Investigation summary: the reported viper2 straight rod480mm, cocr (product code: 196789480, lot #: unknown) was not returned to the complaints handling unit (chu) for evaluation. It was identified from the complaint that the product was discarded and is not available for evaluation. The exact part and lot number combination are unknown; therefore, the manufacturing or receiving inspection records could not be reviewed. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting per work instruction. No device or the photo of the reported was provided; therefore, the condition of the components is unknown. There is insufficient information to perform a probable cause analysis. A definitive root cause cannot be determined with the information provided. No corrective and preventive action (CAPA) is necessary now as no issues could be identified in the manufacturing or release of this product since the lot number could not be identified. Therefore, this complaint will be closed with no further action required device history lot: the exact part and lot number combination are unknown; therefore, the manufacturing or receiving inspection records could not be reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.